Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia with a reported low of 40 mg/dl, treated with approximately 15 grams of carbohydrate and soda, followed by sequential blood glucose values of 59 mg/dl, 64 mg/dl, and recovery to 89 mg/dl; the patient had been on the pump for two weeks and believed they announced less than usual, while the agent advised monitoring for potential subsequent lows and highs. Symptoms included hypoglycemia. Outcomes included recovery of blood glucose to the target range without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction, and blood glucose was affected. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.